Event description:
Same case as 2134265-2014-03761 and 2134265-2014-03762. It was reported that automatic pullback failure occurred. During the preparation of a percutaneous coronary intervention, an opticross was used to a moderately tortuous, mildly calcified lesion located at the middle of left anterior descending artery with 75 percent stenosis. The device was connected to the mdu5 plus and was recognized but image did not appear and it was not able to do pullback. Reconnection and flushing were made, but the issue was not resolved. The procedure was completed with the same sled, the same mdu5+ and a new opticross. No patient complication was reported and the patient's condition was good.

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core wind up in the telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2014-03761 and 2134265-2014-03762. It was reported that automatic pullback failure occurred. During the preparation of a percutaneous coronary intervention, an opticross was used to a moderately tortuous, mildly calcified lesion located at the middle of left anterior descending artery with 75 percent stenosis. The device was connected to the mdu5 plus and was recognized but image did not appear and it was not able to do pullback. Reconnection and flushing were made, but the issue was not resolved. The procedure was completed with the same sled, the same mdu5+ and a new opticross. No patient complication was reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).